Event description:
It was reported that the charger will no longer locate the ipg. On (B)(6) 2011, the charger located the ipg with no problem. Nothing happened to the charger and the pt moved the antenna all around the ipg, pressed down and tried over her clothing. A new charger was sent to the pt to help resolve the issue. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.